Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but five photos were available for evaluation. Visual inspection noted the first returned photo contained a view of a partial staple line. Several fully formed staples were noted in the staple line and several partially or improperly formed staples were noted. The second returned photo contained an alternate view of the staple line. The third returned photo contained an additional view of the staple line. The fourth returned photo contained an additional view of the staple line. The fifth returned photo contained an additional view of the staple line. No additional abnormalities were noted from the photos. It was reported that the power handle and the cartridge were not properly recognized when initially installed the reported issue was not confirmed. The most likely cause could not be established from the information available. It was also reported that the 30 mm cartridge was applied to a vascular structure and fired, but firing did not occur properly, resulting in vascular leakage. Malformed staples were observed after firing, and the staple line was incomplete. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6)); sigphandle, sig power sigphandle handle (serial#(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a video-assisted thoracic surgery (vats) lobectomy procedure, the power handle and the cartridge were not properly recognized when initially installed, and this issue occurred multiple times prior to patient contact. The 30mm cartridge was applied to a vascular structure and fired, but firing did not occur properly, resulting in vascular leakage. Malformed staples were observed after firing, and the staple line was incomplete. Due to the bleeding, the procedure was converted from laparoscopic (vats) to open surgery, and bleeding was controlled by suture. The operation was successfully completed.